Event description:
A us distributor returned a monitor and reported monitor was displaying a service codes and a battery was unable to power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed/abnormal shutdowns) has been confirmed. Upon investigation the monitor unable to complete incoming testing. The cause for the service codes were isolated to contamination on the j1000 and j1001 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor. Device evaluation of battery 86528908 been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.